Event description:
Arthrocentesis performed diagnosis infection or crystal [joint infection] ([arthralgia aggravated], [injection site joint redness], [knee swelling]) decreased ability to ambulate [walking difficulty] case narrative: based on the information received on 21-jun-2021, the case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Initial information received on 11-jun-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves a 65 years old female patient who experienced had arthrocentesis with infection and crystals and decreased ability to ambulate while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included oxycodone. Medical history included severe knee oa (osteoarthritis). On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate injection, dose 6 ml once via intra-articular route (lot - 9rsl033; expiry date: unknown) for osteoarthritis (knee oa). On 12-oct-2020, after latency of 3 days, increase in pain, redness, swelling knee (arthralgia, injection site joint erythema, joint swelling) and there was decreased ability to ambulate (gait disturbance). The patient had arthrocentesis with infection and crystals (arthritis infective) (medically significant). Action taken: not applicable for all the events no corrective treatment was received for the event (had arthrocentesis with infection and crystals); not reported for decreased ability to ambulate at time of reporting, the outcome was not recovered / not resolved for all of the events. The product technical complaint (ptc) was initiated on 18-jun-2021 for ''synvisc-one''. Batch number 9rsl033, expiration date :31-aug-2022 with global ptc number (B)(4). The reporter stated that increase in pain, redness swelling, arthrocentesis performed diagnosis infection or crystal were observed. Sample status: not available. The production and quality control documentation for lot 9rsl033 expiration date (aug-2022) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 9rsl033 no CAPA (corrective action preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 24-jun-2021 there are 5 complaints on file for lot 9rsl033 and all related sublots. 5 complaints are on file for lot 9rsl033 :(2 )syringe broken during and (3) adverse event reports. Sanofi will continue to monitor complaints as stated in sop (standard operating procedure) "rdg-sop-000440" "product event handling" to determine if a CAPA is required. Final investigation complete date: 30-jun-2021 summarized conclusion: no assessment possible additional information was received on 21-jun-2021 from the other health professional. Additional event of had arthrocentesis with infection and crystals added. Case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Clinical course updated and text amended accordingly. Based on information received on 30-jun-2021. Ptc results added. Text amended accordingly.

Event description:
Arthrocentesis performed diagnosis infection or crystal [joint infection] ([arthralgia aggravated], [injection site joint redness], [knee swelling]) decreased ability to ambulate [walking difficulty]. Case narrative: based on the information received on 21-jun-2021, the case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Initial information received on 11-jun-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves a 65 years old female patient who experienced had arthrocentesis with infection and crystals and decreased ability to ambulate while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included oxycodone. Medical history included severe knee oa (osteoarthritis). On (B)(6)2020, the patient started taking hylan g-f 20, sodium hyaluronate injection, dose 6 ml once via intra-articular route (lot - 9rsl033; expiry date: unknown) for osteoarthritis (knee oa). On (B)(6)2020, after latency of 3 days, increase in pain, redness, swelling knee (arthralgia, injection site joint erythema, joint swelling) and there was decreased ability to ambulate (gait disturbance). The patient had arthrocentesis with infection and crystals (arthritis infective) (medically significant). Action taken: not applicable for all the events. No corrective treatment was received for the event (had arthrocentesis with infection and crystals); not reported for decreased ability to ambulate at time of reporting, the outcome was not recovered / not resolved for all of the events. The product technical complaint (ptc) was initiated on (B)(6)2021 for ''synvisc-one''. Batch number 9rsl033, expiration date :31-aug-2022 with global ptc number (B)(4). The reporter stated that increase in pain, redness swelling, arthrocentesis performed diagnosis infection or crystal were observed. Sample status: not available. The production and quality control documentation for lot 9rsl033 expiration date (aug-2022) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review and lot frequency analysis for lot 9rsl033 no CAPA (corrective action preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6)2021 there are 5 complaints on file for lot 9rsl033 and all related sublots. (B)(4) complaints are on file for lot 9rsl033 :(2) syringe broken during and (3) adverse event reports. Sanofi will continue to monitor complaints as stated in sop (standard operating procedure) "(B)(4)" "product event handling" to determine if a CAPA is required. Final investigation complete date: 30-jun-2021. Summarized conclusion: no assessment possible. Additional information was received on 21-jun-2021 from the other health professional. Additional event of had arthrocentesis with infection and crystals added. Case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Clinical course updated and text amended accordingly. Based on information received on 30-jun-2021. Ptc results added. Text amended accordingly. Based on the information previously received, imdrf annex d code updated from 'd14-no problem detected to 'd15-cause not established' and imdrf annex c code updated from 'c19-no device problem found' to 'c20-no findings available'.

Event description:
Arthrocentesis performed diagnosis infection or crystal [joint infection] ([arthralgia aggravated], [injection site joint redness], [knee swelling]), decreased ability to ambulate [walking difficulty]. Case narrative: based on the information received on 21-jun-2021, the case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Initial information received on 11-jun-2021 from united states regarding an unsolicited valid serious case received from a other health professional. This case involves a (B)(6) years old female patient who experienced had arthrocentesis with infection and crystals and decreased ability to ambulate while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included oxycodone. Medical history included severe knee oa (osteoarthritis). On (B)(6) 2020, the patient started taking hylan g-f 20, sodium hyaluronate injection, dose 6 ml once via intra-articular route (lot - 9rsl033) for osteoarthritis (knee oa). On (B)(6) 2020, after latency of 3 days, increase in pain, redness, swelling knee (arthralgia, injection site joint erythema, joint swelling) and there was decreased ability to ambulate (gait disturbance). The patient had arthrocentesis with infection and crystals (arthritis infective) (medically significant). Action taken: not applicable for all the events. No corrective treatment was received for the event (had arthrocentesis with infection and crystals); not reported for decreased ability to ambulate. At time of reporting, the outcome was not recovered / not resolved for all of the events. Additional information was received on 21-jun-2021 from the other health professional. Additional event of had arthrocentesis with infection and crystals added. Case initially assessed as non-serious was upgraded to serious with the addition of the event of had arthrocentesis with infection and crystals with the seriousness criteria of medically significant. Clinical course updated and text amended accordingly.